Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that:it was reported that the proximal head of a helical blade coupling screw (357.377 lot 4984965 mfg 07-sep-2005) broke during insertion; no reported patient harm or surgical delay. The procedure was able to be completed with the broken device. The returned instrument was examined and the complaint condition was able to be confirmed as the head was found to be broken off of the instrument¿s shaft. The threaded distal tip was found to be intact with clean and well-defined threads. No definitive root cause was able to be determined however the failure mode is typically associated with off-axis malleting during helical blade insertion. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. This investigation summary is approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are: (B)(6). Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: DHR review for part#357.377, lot#4984965, release to warehouse date: (B)(6) 2005, manufactured by synthes (B)(4) no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a intertrochanteric fracture using a trochanteric fixation nail (tfn), while inserting the helical blade, the helical blade coupling screw impacting end broke off. The surgery was completed by mallotting in the helical blade the rest of the way and disconnected it with a needle driver. The impact end and shaft were both retrieved with no fragments. Procedure was completed successfully with no surgical delay. There was no patient harm. This complaint involve 1 part. This report is 1 of 1 for (B)(4).